Event description:
It was reported that the patients spinal cord stimulator implantable pulse generator (ipg) site was very swollen, red, and warm to the touch. It was noted that the infection was procedure related and that the patient picked the glue off at the ipg suture site too soon. The patient underwent a revision procedure where the ipg was explanted, the site was irrigated and debrided, and a new ipg was implanted. The patient was prescribed augmentin and there were no reported issues postoperatively. The explanted ipg will not be returned as it was disposed of by the medical facility.